Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I for one patient that was resulted out of the laboratory. The following results were provided (reference range >14 ng/l): (B)(6) initial result= >500 ng/l a new sample was collected which generated a result of <4 ng/l. The physician questioned the first draw result and the sample was repeated which generated a result of 5 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, list number 04z21. The customer inspected the instrument and found a gel substance on the sample probe. Replacement of the alinity pipettor probes on the alinity I processing module, resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional falsely elevated troponin results reported for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number ai03352 or the alinity pipettor probes was identified.